Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was an alleged overdischarge. The last successful recharge was in (B)(6) 2017. Recharging was not maintained due to an unrelated medical issue. The hcp was to have the patient come back once they got a new implantable neurostimulator (insr) and then go through the physician recharge mode (prm) process. No symptoms were reported. Additional information received from the healthcare professional (hcp) reported that the patient could not connect before they were unable to charge. The battery was in the patient¿s abdomen and it was tilted a bit. When the patient tried to charge they had to lay on their back with knees up. The hcp contacted the manufacturing representative on information on how to do a physician mode recharge (pmr). The patient had surgery in (B)(6) 2017 or sometime after and it was unconfirmed if the surgery was related.